Manufacturer narrative:
Insulin pump passed functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Pump was programmed with multiple boluses and all registered properly in the daily total history and also matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. Pump had cracked battery tube threads, minor scratched display window.

Event description:
It was reported via phone call that customer had high blood glucose of 600 mg/dl, which were treated with manual injection. Caller reported that bolus deliveries were not recorded in bolus history. High blood glucose was temporarily lowered when customer changed reservoir. During troubleshooting, it was found that insulin pump received a motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced. Customer would revert to manual injection.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.